Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00323, 2938836-2020-00324, 2938836-2020-00326. It was reported that when the patient presented for interrogation in clinic, inappropriate shocks and decreased right atrial and right ventricular sensing were observed. Loss of capture was observed on all leads. Upon viewing the x-ray, it was observed that all of the leads had dislodged and the device can had flipped multiple times due to twiddler syndrome. All therapies were programmed off and the patient underwent lead explant and replacement. The patient was stable following.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm for analysis. Analysis was normal. No anomalies were found.